Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. The data shows no timeouts or drive stalls that would indicate a struggle to deliver insulin. The pod was received with the formed needle visible in the exposed portion of the soft cannula. The formed needle fully retracted upon opening of the pod. Inspection of the underside of the top housing revealed score marks, indicating that the linkage assembly was misaligned with the top housing. The exposed needle could have contributed to the pain and bleeding. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 17.1 mmol/l (307.8 mg/dl) with pain at the insertion site and bleeding, while wearing the pod on the leg between 4 and 24 hours. A new pod was applied to treat the hyperglycemia.